Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had noticed an occlusion during manual prime (with plunger). No insulin entered tubing. Customer's blood glucose level was 8.9 mmol/l. Customer was advised that connection issue or moisture in connection might be the cause. Customer had not tried disconnecting and reconnecting. Customer was asked to return it for analysis. Customer did not have information on the lot at the time of the call. Customer also did not have information on the infusion set at the time of the call. Customer agreed to be called back the following day to obtain more information and possibly perform functional checks on the pump. Customer was not able to troubleshoot at the time of the call, so it was not possible to determine the cause of the issue. Product is being returned based on the customer's request. Customer was called back again and confirmed the lot and mmt for the reservoir and infusion set. No additional information provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Performed pre-fill reservoir using a new transfer guard. The reservoir passed per specifications. No occluded anomaly was observed during analysis.